Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Concomitant medical products: 00434901013, humeral stem, lot 63012698; 00434903611, glenosphere, lot 63076788; 00434902502, base plate, lot 62514115. Event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01060; 0001822565-2019-01062; 0001822565-2019-01063.

Event description:
It was reported that during the patient's primary surgery, a scalene block was administered, and the patient subsequently developed pneumothorax. The use of a chest tube was required to intervene, and the patient spent approximately 8 more days in the hospital due to the pneumothorax. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed via medical records. Review of the device history record(s) identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.